Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Technical support advised the customer to calibrate current fol and run controls. No further action is required by technical support.

Event description:
On (B)(6) 2017, a customer reported all folate controls and results were low on the aia-900 instrument. The customer also runs patient samples on pth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.